Event description:
It was reported that when the device was used during a right hemicolectomy procedure, once the linear cutter was fired, there were malfunctioned staples throughout. They had to oversew the staples. There was no reported pt consequence.